Event description:
Customer reported that the paramedics were called to assist her at home with low blood glucose. Customer stated that her blood glucose reading was 45 mg/dl when paramedics arrived. Customer stated that she was treated with orange juice and glucose tablets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.